Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was approximately 400 mg/dl. The patient treated via manual insulin injections. During troubleshooting the customer declined to review their device settings or check for set and site related issues. However, the insulin pump passed the high pressure test. The insulin pump was not returned for analysis.